Event description:
"Caller alleged discrepant accuracy results compared with lab. Results as follows:" date: (B)(6) 2012, inratio: 2.6, lab: 1.9. Time elapsed between each method of testing is thirty minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.